Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced mesh erosion, pain, and dyspareunia. Excisions of the eroded mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.